Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem user guide states, "keep the transmitter and the pump within 20 feet of each other without obstruction.¿ h3 other text : device not returned.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. There was no adverse impact to the customer's blood glucose level due to this reported issue. Reportedly, the pump and transmitter were outside of range of each other. Tandem technical support (cts) instructed caller to bring pump and transmitter within range; however, the pump did not regain connection. The pump was reset, and the customer continued to use the pump for insulin therapy.